Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving an unknown drug via an implantable pump for intractable spastiticy and head/brain injury. Information received from the nurse who fills the patient's pump reported the actual reservoir volume was double the expected reservoir volume (no exact volumes provided). The rep had no further information regarding the event. Additional information was received on the same date as the original call that reported "the expected versus actual volume was 'almost doubled' when nurse refilled the pump and that this happened the last 2 times".